Event description:
The customer reported that the touchscreen could not be recalibrated. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen was found not working and to be out of calibration several inches from top to bottom. The probable cause is due to a bad touchscreen assy. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.